Event description:
The customer stated that the display was just showing 2 ones and the other segments were no showing. A review of the system was conducted over the phone. This review indicated that segments were missing from the display. The customer was asked to return the meter for further eval and a replacement was provided. The customer was invited to call with future questions/concerns.

Manufacturer narrative:
Upon receipt, performance testing was conducted. Testing determined that segments were missing in the 100's and 10's positions of the display - the complaint was confirmed. A root cause analysis will be performed and if anything of substance results from this analysis it will be reported to the agency. This complaint is considered closed for purposes of MDR.